Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, battery out limit alarms, off no power or low battery alerts were noted. The pump passed the self test, rewind, basic occlusion and displacement tests. No external ram crc error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump properly connected to the glucose sensor simulator. No sensor end alarms were noted. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with a cracked case at the display window corners, a cracked lcd window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks, hair lines on screen and big one on the corner of the screen. Customer does not know how damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was offered to troubleshoot for off no power and low battery stated that she just wants to go through replacement.